Event description:
It was reported that the patient experienced difficulty seeing insulin drops during tubing fill due to an improperly attached luer connector; after attaching the luer connector correctly, tubing fill completed with visible insulin drops and no further assistance was required, and no alerts or alarms occurred. Symptoms included no adverse clinical effects, with a reported blood glucose of 178 mg/dl that was not affected by the issue. Outcomes included no injury and no need for medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed user assembly error related to the connector, resolved by proper attachment, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.